Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. (B)(4).

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat a lumbar burst fracture. Sometime post op it was reported that the patient was unable to walk standing straight up. The patient is questioning whether the hardware needs to be removed.